Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was unable to aspirate/infuse was inconclusive due to the sample condition. One 6.6 fr broviac catheter was returned for investigation. It appears that the catheter length had not been modified. The catheter extended 58.7 cm from the distal end of the cuff. Evidence of use was observed on the catheter. Blood residue was observed on the cuff and the catheter had been clamped in the ¿clamp here¿ region. A functional test revealed that the catheter was patent to infusion, but a spraying leak was identified 3.5 cm distal to the cuff. An l-shaped split was found in the tubing, which exposed the inner lumen. The breach in the tubing allowed air to enter the catheter during aspiration. It is unknown if the breach in the tubing was a contributing factor in the reported event or if it was created at the time of removal. It was reported that the catheter was kinked. No kinks were identified in the catheter and no obstructions were observed in the tubing. The position of the catheter during placement may have affected the flow rates in the catheter tubing. This can occur due to a suture constriction, the catheter pulled to tight against the vessel insertion site or where the tubing curves into the subcutaneous tunnel, or the catheter being curled or kinked within the vessel or under the dressing. A lot history review (lhr) of huax0340 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the broviac catheter was unable aspirate/infuse. Facility stated that the catheter was kinked. No patient injury was reported.